Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The collected information is under further review and the investigation is ongoing. Additional information will be provided within the next report.

Event description:
Arjo was notified about an event with involvement of carevo shower trolley. After shower the patient was lying on the trolley and was taken to the bedroom. When the bed was being prepared by caregivers, the side support opened and the patient fell out to the floor. Initially no injury was reported by the customer facility. The information regarding the occurred injury was obtained on (B)(6) 2018 during interview carried out on-site. The bump formation and blood loss on the head were indicated. The patient did not have nausea. The head and brain injury were suspected, but it has never been confirmed. According to the collected information the resident was examined by a doctor. No other action was indicated. At the time of interview the resident was well and had no severe injuries. Based on the received information the one of the side support locks was not applied and the second one was accidentally unlocked during resident's bed preparation.

Manufacturer narrative:
The attempts to gather an additional details regarding this incident are ongoing. The investigation is in progress. Additional information will be provided within the next report.

Manufacturer narrative:
Arjo was notified about an event with involvement of carevo shower trolley. After shower, the patient was lying on the trolley and was taken to the bedroom. When the resident's bed was being prepared by the caregivers, the side support opened and the patient fell out to the floor. According to the information provided by the customer one of the side support locks (handles) was not applied and the second handle was accidentally unlocked during resident's bed preparation. One of the caregivers touched the handle with back of her body, while preparing the bed. After that, they heard the "click" sound and then the patient fell out on the legs of caregiver. Initially no injury was reported by the customer facility. The information regarding the harm to patient was obtained on 2018-sep-14 during interview carried out on-site. According to the collected information the resident was examined by a doctor. The hump formation and blood loss on the head were indicated. The patient did not have nausea. The head and brain injury were suspected, but it has never been confirmed. At the time of interview the resident was well and had no severe injuries. No other action was indicated. The device was taken out of use until inspected by the arjo representative. The evaluation of unit revealed that it was in very good condition and was working correctly. The carevo is equipped with two side supports/panels to secure the patient. Each side support has two side support handles and one latch on each handle locks the side support on the stretcher frame's hooks. The side support has three positions, presented in the instructions for use (IFU 04.ba.08_9 dated on september 2014): inner, outer and down folded down. The outer position can be adjusted for more space for the patient. According to the IFU: "the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use." The caregiver shall be aware how to perform hygiene routines properly, without posing the patient at risk. The documents instructs also, that when side panels are raised to desired position they should lock and click into place. A caregiver should ensure that the side panels are in locked position: "to avoid the patient from falling out of the device make sure that all side supports are in a locked position." Please note that if one side support handle is not properly engaged, it is clearly visible in comparison to the correctly locked handle. It is worth noting that the side supports/panels of carevo are designed to be safe to use for both carer and resident. The side support shall not unintentionally open and the product shall be easy to use and understand for the carer). Please also note that according to the en iso 10535:2007 the operating force needed to unlock the carevo side support handles should not exceed 30 n and not be lower than 10 n. The carevo shower trolley was tested and it was confirmed that side support and handles meet this specified design requirement. According to the information provided, one of the two side support handles was not locked properly and handle was not checked before use (as recommended in the IFU). Moreover, the event occurred as the second lock was accidentally unlocked by the caregiver, what led to the fall also due to positioning of the patient on side support. It should be underlined that the evaluation performed by arjo representative did not reveal any malfunction of the device. Therefore the customer allegation was not confirmed by the arjo qualified personnel. Moreover, as per the received information the customer was not trained of the device usage. In summary, according to the customer allegation, the side support opened during use which led to the resident fall, so the device did not perform as intended. However, the technical evaluation did not reveal any malfunction. The shower trolley was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reported to the competent authorities according to information that patient fell out and serious injury occurred.